Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
The patient called and reported that post tavr procedure, the physician had stated the sapien 3 valve had not improved her heart function as the ef stayed at 20%.  The patient had been discharged home with what sounds like a life vest/monitor and the plan was for her to be monitored for a couple of weeks and then receive a ¿pacemaker.¿  the patient reported she never had any symptoms (sob, swelling) and felt the same post procedure.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated the patient had undergone successful transfemoral tavr procedure and had received a 26mm sapien 3 valve. Post op tee confirmed a peak gradient of 8mmhg and trivial posterior paravalvular leak. The temporary pacer was removed in the operating room prior to transporting the patient to the recovery area. The patient did extremely well postoperatively. Post tavr the ef was listed as 30%. The patient was transferred to the cardiac stepdown unit the day of surgery and all her invasive monitoring lines were removed and oxygen was able to be weaned on pod1; ambulating well. On pod 1, the patient was discharged home and it was noted that her flecainide would likely be resumed at the 1 month follow up due to the recent valve implant, left bundle branch block and the risk of heart block. At the time of discharge, the patient was in stable cardiopulmonary condition. On pod27 tte showed ef 20-25%, ¿lv wall motion shows severe anteroseptal, anteroapical and severe septal hypokenesis with paradoxic septal motion.¿ s/p tavr, leaflets open normally, trivial pvl, avmg 9 mmhg, ava 1.73cm², mild-mod tr. The lbbb was pre-existing and was not related to the edwards valve or any other edwards device. As such this MDR was reported in error and a corrected supplemental report is being submitted. The ¿pacemaker¿ the patient is referring to is likely an aicd since the patient has a history of arrhythmia (taking flecainide) and an ef of 20%. This also correlates with the reason why the patient was discharged home with a life vest and is likely waiting to recover from the tavr before aicd implant.